Manufacturer narrative:
No device analysis results are available because the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient reported that the unit was not turning on. While troubleshooting, the unit emitted sparks. The unit was unplugged from the wall and replaced.